Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09849 it was reported that rotawire fracture occurred. The target lesion is located in the right coronary artery (rca). A 330cm rotawire(tm) and a 1.25mm rotalink(tm) plus were selected for use. During preparation, the rotation speed was set at 200,000 rpms; however, when speed was decreased for 11 seconds, the wire was cut into half. The procedure was completed with another of the same burr and wire. No patient complications were reported.